Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade iii. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Later healthcare professional reported "significant fold across the inferior aspect of the implant". This record is for the right side. Device has been explanted.